Manufacturer narrative:
A service engineer (se) inspected the device and was unable to duplicate the reported issue and no error codes were recorded in the ventilator logs. During testing, the se found that the alternating current (ac) power cord did not pass testing. The ac power cord was replaced. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator displayed no oxygen and then no ventilation. The patient was transferred to another ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Device evaluation: the replaced ac power cord was returned for failure analysis. The part was visually inspected with no anomalies identified. The part was attached to the failure investigation test ventilator for analysis. The ventilator was placed in ventilation mode for a minimum of 24 hours with no alarms or errors observed. There was no malfunction or product deficiency identified with the returned part. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added . If information is provided in the future, a supplemental report will be issued.